Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's left eye due to refractive surprise. Issue was identified during post operative examination. There was no medical or surgical intervention required. The patient has reportedly recovered. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, as customer indicated that there is no further information to be provided. Date of event: unknown, not provided, but the best estimate date is between mar 1, 2022 and apr 26, 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause a refractive issues. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.